Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, where the reported malfunction inability to see through the lens was confirmed. During the device evaluation, the following additional reportable malfunction was identified: a chip in the adhesive on the a-rubber at the distal end. Based on the investigation findings, the probable cause of the blurry image was fluid invasion into the objective lens; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
The customer reported that during inspection for use, the lens on the bronchofibervideoscope was found to be damaged, resulting in an inability to see through the lens. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.